Event description:
Screws would not thread into s3 place after multiple attempts. Purple drill guides would thread to plate. Redrilled twice. This caused a surgical delay of 30-40 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Products received and products did show evidence of minor damage to the threads of the screws. The minor damage is consistent with the screws being crossed threaded in the plate however the plate was not returned therefore the complaint is non-verifiable. Although the complaint is non-verifiable, there are previous complaints for this failure mode. This hazard/harm combination is discussed in (B)(4) and is approved with an ifr (investigate further reduction) designation. (B)(4). The engagement issues are impacted by patient anatomy and surgical technique. Although the risk is considered acceptable per the rmr (risk management report), product development, quality and marketing are investigating ways to further reduce the occurrence of peg engagement issues. (B)(4) was opened on (B)(6) 2011 to determine if any additional actions may decrease the likelihood of peg engagement issues. (B)(4) was opened on (B)(6) 2011 to determine if any additional actions may decrease the likelihood of peg engagement issues. Any root cause and/or corrective actions will be documented in (B)(4). Any root cause and/or corrective actions will be documented in (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.